Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of an allegation from a user that her CPAP device had a burning odor which prompted her to go to a hospital and received oxygen and breathing treatments. The user was later discharged home. There was no report of melting, warping or voids to the CPAP device. The device was discarded by the supplier. The manufacturer is unable to confirm the allegation the device was emitting a burning odor. There was no report of serious or permanent injury. Based on the available information, no further action is necessary. The reported event and severity were reviewed by clinical expert due to patient reporting of hospitalization because of foul smell from the machine and tubes were burned and melted. Patient received oxygen and breathing treatment. These event may be related to a product problem and/or user error. Base on the available information at the time of the review, the device may have caused or contributed to the reported event.

Event description:
The manufacturer was made aware of an allegation from a user that her CPAP device had a burning odor which prompted her to go to a hospital and received oxygen and breathing treatments. The user was later discharged home. There was no report of melting, warping or voids to the CPAP device. The device was discarded by the supplier. The manufacturer is unable to confirm the allegation the device was emitting a burning odor. There was no report of serious or permanent injury. Based on the available information, no further action is necessary.